Event description:
On 6/26/92 a female patient age 76 had blood sugar drawn by a lab which read higher than the reading the facility had been getting. Some of the diascan blood glucose monitoring test strips used may have provided falsely low glucose reading. No medical evidence directly relates cause of death to glucose strips. However an elevated blood sugar level may have contributed to the death. We believe, therefore, a probably exist that the medical device may have contributed to the deathinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.